Manufacturer narrative:
(B)(4).

Event description:
The physician used a spider rx during procedure of the left proximal superficial femoral artery. The intended lesion exhibited moderate calcification and little tortuosity. The lesion was pre dilated and post dilated. The IFU was followed before, during and after procedure. The basket of the filter broke off the tip of the wire during retrieval within the sheath. The sheath was removed along with the filter all at once out of the patient. Physician held pressure at the access site to finish case to pull the sheath out with the detached filter inside the sheath as one. No patient injury or other clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.